Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Continued: impact code - (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformities noted. Reason for reoperation: capsular contracture baker grade iii-IV, seroma.

Event description:
Patient's representative reported pain, tension and heaviness in the breasts diagnosed with capsular contracture baker grade iii-IV. Also diagnosed with mammaptosis, formation of striae, as well as distension, prolapse of the bilateral nipples and device rippling. This record related to the left side. Device has been explanted and replaced.

Event description:
Patient's representative reported pain, tension and heaviness in the breasts diagnosed with capsular contracture baker grade iii-IV. During the explant surgery, patient was diagnosed with bilateral capsular contracture baker grade ii-iii, as well as mammaptosis, formation of striae, as well as distension, prolapse of the bilateral nipples and device rippling. Diagnostic testing of ultrasound showed fluid around the non-allergan devices (seroma around the left replacement device)¿- event is not device related. This record related to the left side. Device has been explanted and replaced.

Manufacturer narrative:
The event of "capsular contracture, baker grade iii/IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to event of seroma reported via initial medwatch: this event was diagnosed via ultrasound for the non allergan replacement device and not for the device reported in this record hence is not device related. Reason for reoperation: capsular contracture baker grade iii-IV. Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture, seroma-ndr and wrinkling was reviewed. Visual analysis of the photographs identified: - capsular contracture: unable to observe as it is a medical event that is not related to the device. - seroma-ndr: not applicable as the event is non device related. - wrinkling: observed crease fold on the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient's representative reported pain, tension and heaviness in the breasts diagnosed with capsular contracture baker grade iii-IV. Also diagnosed with mammaptosis, formation of striae, as well as distension, prolapse of the bilateral nipples and device rippling. This record related to the left side. Device has been explanted and replaced.